Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient went to the emergency room (ER) on (B)(6) 2024 due to low blood glucose. The blood glucose level was 70mg/dl at the time of event and the patient got treated with intake of food. No further information.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.